Event description:
The rn (registered nurse) was preparing to start an IV on a patient. When the rn went to open the IV kit packaging, noticed that there was a small, approximately pinpoint mark on the dressing within the kit. The mark on the dressing appears to potentially be a bug stuck to the adhesive on the dressing.